Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the emergency room due to high blood glucose levels. The reported blood glucose reading at the time of the call was 570 mg/dl. Troubleshooting was performed, and the time was off by an hour. All other settings were correct. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.